Event description:
Medtronic received information via literature regarding an 82-year-old female patient with severe stenosis of a previously implanted non-medtronic prosthetic valve. Subsequently the patient underwent implant of a medtronic evolut pro+ bioprosthetic valve (unique device identifier numbers not provided). During attempted valve dilation the valvuloplasty balloon became entrapped due to a noted fold in the valve stent frame. Continuous gentle traction was unsuccessful in releasing the balloon and instead migrated the valve towards the ascending aorta resulting in moderate aortic insufficiency. After several different troubleshooting options were attempted, the balloon was eventually punctured and removed from the patient along with the valve. Finally, a second evolut pro+ bioprosthetic valve (unique device identifier numbers not provided) was successfully implanted. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: cubero-callego et al. Transcatheter aortic valve prosthesis displacement after postdilation balloon entrapment. Jacc cardiovasc interv. 2022 aug 8;15(15):e175-e177. Doi: 10.1016/j.jcin.2022.05.037. Epub 2022 jul 13. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: added code e062101 for moderate aortic regurgitation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.